Event description:
A physician reported that an ophthalmic console power turned off and would not return during a surgery. The procedure was completed successfully. Additional information was received and indicated that the patient was experienced with corneal endothelial disorder and received steroid eye drops for the event. The surgery was completed with another device.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. The company representative, was able to resolve the reported event remotely with the customer. Since the customer is planning to introduce a new cataract system for surgery, they decided to wait on repairs for their system. No onsite servicing related to the reported event was performed. A system non-conformance ,based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).